Event description:
It was reported by the account that during a laparoscopic cholecystectomy procedure the clips were scissoring when firing on a vein or artery. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.